Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapies. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high thresholds, non-capture at high amplitude, high impedance, noise, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia, and was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.